Event description:
At 2 years and 7 months after the primary surgery, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 8.nov.2021: lot 182519: (B)(4) items manufactured and released on 3-aug-2018. Expiration date: 2023-07-24. No anomalies found related to the problem, to date, (B)(4) items of the same lot have been sold without any other similar reported event.